Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2022 and (B)(6) 2022. Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient complained of glare & halos with an intraocular lens (iol). The patient could see the actual optic rings in the dim light condition and daily activities of the patient were significantly affected. The surgeon determined that the patient was unable to adapt to diffractive iol. An explant was performed, and a mono-focal lens was used as the replacement lens. No incision enlargement, vitrectomy, or sutures were required. The patient was reported to be temporarily impaired. Additionally, it was indicated that the surgeon decided to exchange the lens to a monofocal iol because patients did not need other functional iol like toric lens. Vision pre-operative: far: 0.5 near: (decimal) vision post-operative: far: 0.8 near.. No further information was provided.